Event description:
Our affiliate is reporting to us that during an arthroscopic knee procedure with the use of an fms ultra aggressive 5.0mm cutter and a tornado titanium shaver handpiece, the surgeon observed metal shavings being deposited into the patient¿s joint space. The knee was flushed and they are reporting no patient consequences. Also see associated MDR 1221934-2013-00190.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
Our affiliate notified us that this device is not a complaint device; in the original faxed complaint to them from the user facility there was some ambiguity as to what the facility was citing as the complaint device. Our affiliate now states with clarity that the device listed in MDR 1221934-2013-00190 is the complaint device and the device listed in this MDR is not problematic. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.